Event description:
The customer reported that she went to swim and the infusion pump was exposed to the water. The device had an error alarm and she was not able to clear the alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display due to moisture damage on the electronic assembly. Further testing was not performed due to the blank display.